Manufacturer narrative:
The MFR has completed its analysis of the returned device and the results are as follows: several needle penetration marks and missing chunks were seen on the device center septum. Internal damage was not found on the device center or sideport septa when examined. The device sideport and catheter were patent and did not leak when pressurized. The device flowed within original MFR flow rate specifications for this device as received. A vacuum bake leak test confirmed that the device leaked at the device center septum when introducing 15/30psi with air. No holes, cuts or tears were found on the loose or attached segment of catheter which were returned. The damaged segment of device catheter was not returned. No other anomalies were identified. A review of the device history record was performed on this part/serial number and has identified this device as part of the MFR's 12/13/91 device recall due to the potential for device leakage from the device septum. A trend analysis was performed on similar reports involving this part number and no trends have been identified. Based on the available info and the results of the MFR's analysis, no conclusion could be drawn as to the cause of the reported device catheter fracture. No further details are available. The MFR is now closing its file on this event.

Event description:
The device was implanted on 3/18/91 for epidural infusion of morphine. On 2/6/97, the facility's medical director contacted the MFR sales rep and reported that the pt had the device implanted almost six years ago for a "failed back". The pt has had close to complete pain alleviation since that time. The pt had a device catheter study which showed a leakage and the device catheter was repaired on 1/10/97 with a barbed connector and checked with fluoroscopy.